Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that she was unable to recall when the alleged meter issue began. The patient did not report the methods she uses to manage her diabetes. The patient claimed obtaining blood glucose readings of ¿170 mg/dl¿ with the subject meter and ¿120 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient was unable to confirm what action, if any, she took in response to the alleged meter issue. At an unknown time after the alleged meter issue began, the patient claimed that she developed the symptoms of "shaking, sweating" and "hard to swallow". It is unknown if the patient received any treatment in response to these symptoms. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly with an intact vial and that they had not expired nor exceeded their discard date. The patients testing process was confirmed as correct and samples were taken from the correct sample site. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation this complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.